Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. However, the printed circuit boards were found to be defective. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the additional failures of device does not turn on and the device turns off itself occurs due to the faulty defective printed circuit boards. The root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the monitor turns off at intervals after the power is turned on. There were no reports of patient harm.